Event description:
It was reported that during a stent procedure involving a carotid artery, the viatrac peripheral balloon (off label use) was used to post-dilate the stent. The balloon was deflated and removed from the stent; however, there was difficulty removing the balloon from the sheath. Several attempts were made to re-inflate and deflate the balloon to get a better refold. Upon pulling harder on the balloon to remove it from the sheath, the balloon separated from the distal shaft and the pt was sent to surgery to remove it. The separated portion of the device was successfully removed from the pt and the pt is doing well.